Manufacturer narrative:
All available information was investigated, and the reported broken dilator was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The broken dilator was submitted to the materials characterization lab for analysis. Based on available information, the reported broken dilator was determined to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while taking the dilator of the sgc out of the sterile packaging, the entire transparent portion of the dilator, including the hemostatic valve and flush port, snapped off where the white part of the dilator and the transparent of the dilator are glued together. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.